Manufacturer narrative:
Exemption number e2019001. The device was returned for analysis. The reported indeflator break was unable to be confirmed; however, there was noted gauge damage. The reported leak was unable to be confirmed due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified two other similar incidents from this lot. The investigation determined the reported difficulties appears to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, moderately tortuous obtuse marginal lesion and the left coronary artery. During inflation, the indeflator cracked and leaked at the back of the gauge and the device failed to hold pressure. There were no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.